Event description:
It was reported that the mattress can slide off the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon communication with the user facility no defect or malfunction was alleged to have occurred.

Event description:
It was reported that the mattress can slide off the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.